Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) of 2022.

Event description:
It was reported that the patients stimulation changes with posture despite a reprogramming attempt. The patient underwent an ipg explant procedure. The explanted ipg was not returned.